Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received a 30 cm nutriline catheter as a sample, which was shortened by 12cm. To its luer lock hub a microclave and 3m curos disinfection cap was connected. The catheter tube was completely torn of the fixation wing. During microscopic examination the remaining catheter tube was visible in the fixation wing, respectively the overmolded section of catheter's proximal end. The fracture plane showed a rough and uneven surface, which is a typical sign for a tensile fracture due to a high tensile load. From previous complaints we learn of various possible causes of a catheter tensile fracture: dressing change : in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture. Routine care : when lifting the baby to change bedding. Movement : the baby themselves catching the line, normally with a foot, during movement. A review of the batch history records for 230920gh was performed, and no deviations were found. The batch complied to its specification and was released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. Corrective action: as the catheter worked well for 7 days before leakage occurred, we do not believe this defect is a manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter. Therefore, no further corrective action will be initiated at this time.

Event description:
Broke at hub during dressing change, no tension or twisting prior.

Manufacturer narrative:
The failed device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
Broke at hub during dressing change, no tension or twisting prior.